Manufacturer narrative:
(B)(4). Additional information: what vessel or structure was the device fired on at the time of the event? Right gastric artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No information. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, scissoring occurred at the second firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.